Event description:
It was reported that after the implant procedure, the patient was abnormally tired and had heart failure episode that required IV diuretics and prolongation of existing hospitalization. The device remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013; 429888, implantable pacing lead, (B)(6) 2013; 4470, competitor implantable tachy lead, (B)(6) 2013. (B)(4).